Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) suffered from hyperglycemia due to pen issue [hyperglycaemia] np4's issue-pen did not work normally and there is an issue with piston rod [device malfunction] np4's issue-pen injected incomplete or high doses [incorrect dose administered by device] suffered from hypoglycemia 10-12 days ago due to np4's issue [hypoglycaemia]. Case description: study ID: 1706-novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 159 cm. Patient's weight: 73 kg. Patient's bmi: 28.87544010. This serious solicited report from egypt was reported by a consumer as "suffered from hyperglycemia due to pen issue(hyperglycemia)" with an unspecified onset date , "glaucoma in both eyes(glaucoma)" with an unspecified onset date , "np4's issue-pen did not work normally and there is an issue with piston rod(device component malfunction)" with an unspecified onset date , "np4's issue-pen injected incomplete or high doses(incorrect dose administered by device)" with an unspecified onset date , "suffered from hypoglycemia 10-12 days ago due to np4's issue(hypoglycemia)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date and ongoing for "type 2 diabetes", dosage regimens: novopen 4: novorapid penfill: current condition: type 2 diabetic (since 2009), hypertension, hyperthyroidism, retinal detachment, retinopathy-diabetes complications, muscle pain historical drug: novorapid flexpen, mixtard penfills, thyroxine procedure: thyroidectomy, intraocular lens were inserted, removal of silicone in eye, retinal laser photocoagulation. Concomitant medications included - insulin glargine, euthyrox(levothyroxine sodium), betolvex [cyanocobalamin](cyanocobalamin), neuropatex(thioctic acid), gliflozino (non codable) on an unknown date patient reported an issue with np4 which she uses with novorapid penfills as patient said that pen did not work normally and there was an issue with piston rod and inject incomplete or high doses and suffered from hyperglycemia (bgls(blood glucose) was >=500 mg/dl) 10-12 days ago due to np4's issue as she thought she was taking her dose of novorapid insulin, but she wasn't and also suffered from hypoglycemia 10-12 days ago due to np4's issue as she was talking high doses of novorapid insulin.on an unknown date the patient's hba1c(glycosylated haemoglobin)9.5% and her last rbgl (blood glucose) was 118 mg/dl on an unknown date patient was currently suffering from increased intraocular pressure and has glaucoma in both eyes. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Batch numbers: novopen 4: lvg5h46 novorapid penfill: rr72909; action taken to novorapid penfill was not reported. The outcome for the event "suffered from hyperglycemia due to pen issue(hyperglycemia)" was recovered. The outcome for the event "glaucoma in both eyes(glaucoma)" was not recovered. The outcome for the event "np4's issue-pen did not work normally and there is an issue with piston rod(device component malfunction)" was not reported. The outcome for the event "np4's issue-pen injected incomplete or high doses (incorrect dose administered by device)" was not reported. The outcome for the event "suffered from hypoglycemia 10-12 days ago due to np4's issue(hypoglycemia)" was recovered. Reporter's causality (novopen 4) - suffered from hyperglycemia due to pen issue(hyperglycemia) : unknown glaucoma in both eyes(glaucoma) : unknown np4's issue-pen did not work normally and there is an issue with piston rod(device component malfunction) : unknown np4's issue-pen injected incomplete or high doses(incorrect dose administered by device) : unknown suffered from hypoglycemia 10-12 days ago due to np4's issue(hypoglycemia) : unknown company's causality (novopen 4) - suffered from hyperglycemia due to pen issue(hyperglycemia) : possible glaucoma in both eyes(glaucoma) : unlikely np4's issue-pen did not work normally and there is an issue with piston rod(device component malfunction) : possible np4's issue-pen injected incomplete or high doses(incorrect dose administered by device) : possible suffered from hypoglycemia 10-12 days ago due to np4's issue(hypoglycemia) : possible reporter's causality (novorapid penfill) - suffered from hyperglycemia due to pen issue(hyperglycemia) : unknown glaucoma in both eyes(glaucoma) : unknown np4's issue-pen did not work normally and there is an issue with piston rod(device component malfunction) : unknown np4's issue-pen injected incomplete or high doses(incorrect dose administered by device) : unknown suffered from hypoglycemia 10-12 days ago due to np4's issue(hypoglycemia) : unknown company's causality (novorapid penfill) - suffered from hyperglycemia due to pen issue(hyperglycemia) : possible glaucoma in both eyes(glaucoma) : unlikely np4's issue-pen did not work normally and there is an issue with piston rod(device component malfunction) : possible np4's issue-pen injected incomplete or high doses(incorrect dose administered by device) : possible suffered from hypoglycemia 10-12 days ago due to np4's issue (hypoglycemia): possible this case was reclassified from non-serious to serious on (B)(6) 2025 due to addition of " suffered from hyperglycemia due to pen issue, np4's issue-pen did not work normally and there is an issue with piston rod, np4's issue-pen injected incomplete or high doses, glaucoma" with medically significant seriousness criterion.

Event description:
Case description: investigational result: name: novopen 4; batch: lvg5h46 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Since last submission case has been updated with the following information: -investigation results updated -device tab: is non-reportable and malfunction fields updated to no -EU/ca tab: expected date of follow up removed and final report was ticked -device addendum: annex b c d g codes updated -CAPA comment updated in eol -narrative updated accordingly final manufacturer comment: 12-dec-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 2 diabetes mellitus is a risk factor for the development of reported events. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary: name: novopen 4; batch: lvg5h46 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. It was requested, if possible, please forward the reported product(s) for further investigations.